Manufacturer narrative:
Concomitant medical products: product ID: 37761, serial#: (B)(4), product type: recharger. Product ID: 97754, serial#: (B)(4), product type: recharger. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient with an implantable neurostimulator (ins), and it was reported that the patient's ins depleted and the recharger was not working correctly and the screen was blank. The patient stated the ins had depleted within the past week. The patient stated the desktop charger status light was illuminated the patient noted the connector pin did not appear loose or bent. The patient further confirmed that the white arrows are matching up and there is no beeping coming from the recharger. It was reported the recharger was not working correctly. Patient was issued a new recharger. No symptoms were reported. There were no reported complications and no further complications were expected. Patient was implanted for non-malignant pain and peripheral neuropathy.